Manufacturer narrative:
The reported issue that device broke was confirmed through the service repair process. This reported issue and subsequent repairs were investigated through the service repair process. The root cause is attributed to the bezel assembly having a mechanical failure for misalignment.

Event description:
It was reported that device broke (broken damaged).

Manufacturer narrative:
This reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that device broke was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.